Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side "change in implant morphology that may be associated with capsular contracture baker grade IV", "solid nodule in the left breast", and "simple cysts in both breasts." Device remains implanted.